Event description:
It was reported to boston scientific corporation (bsc) that during the facility's unpacking and opening of the box of five devices, they noticed that the sterile seal of one of the slings was slightly unpeeled and the sterility of the product was compromised. The complainant reported that there was no patient involvement in this event.

Manufacturer narrative:
One obtryx halo system was returned. Visual examination of the returned device revealed no issues. The peel-away lid and the tray were not returned for investigation. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. The cause of the reported malfunction is undetermined.